Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was reported. In addition, the patient developed pain in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05-feb-2021, mentor received additional information about the event. Right breast prosthesis deflation was confirmed by a healthcare professional. The patient is scheduled to undergo explantation on (B)(6) 2021. D6b explantation month, day, and year: (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation, breast pain. Manufacturer¿s reference number: (B)(4).